Manufacturer narrative:
The pump and catheters (8578 and 8709sc) were returned and analysis performed modified analyses on the devices. It was determined that there were no significant anomalies. Continuation: product ID 8578 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type catheter product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 160.1 mcg/day) via an implantable infusion pump. It was reported that the system was explanted due to an infection/wound breakdown. No further complications have been reported as a result of this event.